Manufacturer narrative:
Section d4, h3, h4: additional information. Section d7: correction. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events and a pump stop while the patient was supported by the power module. Based on past experience with the hmii lvas and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 20.25" of the distal portion of the patient's driveline (dl) was replaced. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. A tape repair was present approximately 16-18¿ from the metal connector. Upon removal of the tape repair, a tear to the outer silicone jacket was observed approximately 17.75¿ from the metal connector. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The account later reported that they were concerned that the driveline damage was still present and internal to the driveline exit site. The patient underwent a pump exchange from hmii to hm3 on (B)(6) 2019 due to the suspected internal short to shield. The patient was stable on the new hm3 pump as of (B)(6) 2019. It was reported that heartmate ii lvas, serial number (B)(6) was retained by the center. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. This IFU also outlines all system controller alarms (including low speed and pump off alarms), as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported log files were submitted for review due to low speeds and pump stops. Log file analysis showed one pump stop and five low speed advisories occurring on (B)(6) 2019 at 1224. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. X-ray reviewed on (B)(6) 2019 and email response submitted as follows: x-ray reviewed with no unusual or identifiable defects seen on the x-ray. Due to returned percutaneous lead analysis did not show area of damage, physicians concerned that driveline damage still present and internal to driveline exit site. Patient underwent pump exchange from heartmate ii lvad to heartmate 3 lvad due to internal short to shield on (B)(6) 2019. Patient currently stable on new hm3 lvad pump as of (B)(6) 2019. No further or additional information was provided.